Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in a moderately tortuous and calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon has been used for the procedure. During the procedure, the balloon vertically ruptured after 2 inflations with 8 atm inflation pressure each. The procedure was completed with another of the same device and there were no patient complications.